Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted because it exhibited signs of premature battery depletion. No further information available.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.